Manufacturer narrative:
Additional information received from the local area field representative indicated a 1.1 joule shock was delivered in both single coil and dual coil configurations which reported normal impedance measurements. The physician determined that no further action was needed at this time.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high shocking lead impedance measurements greater than 200 ohms. It was reported that all vectors were high. The impedance was tested in clinic and the shocking lead impedance was 144 ohms. Boston scientific technical services (ts) recommended performing a 1.1 joule shock for additional troubleshooting. The field representative indicated the physician was considering revising the rv lead. No adverse patient effects were reported.